Event description:
The customer reported to olympus the evis exera iii colonovideoscope did not suction and does not pass the pipe cleaner into the biopsy channel. The reported issue occurred during a diagnostic colonoscopy procedure. While attempting the procedure, the forceps did not pass into the biopsy instrument channel. During reprocessing post procedure, it was observed that the pipe cleaner could not pass through the channel. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the channel mount had foreign objects, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no passage in the biopsy channel due to a disposable cleaning brush clogging the channel. Upon further inspection, it was observed that the channel mount unit had foreign objects due to insufficient reprocessing of the scope. Additionally, it was observed that the air and water nozzle was damaged, causing water removability to not meet the standard value. It was also observed that the grip and suction cylinder was discolored. It was observed that there was discoloration on the circuit board and plug unit due to water leakage. Also, the scope connector case unit was dirty due to water leakage. It was also observed that water invasion compromised the internal elements. It was observed that the connecting tube was buckling and had a wrinkle. It was also observed that the universal cord was buckling and deformed. A scratch was observed on the scope connector cover which, caused a loss in water tightness. A crack was observed on the scope body which, caused a loss in water tightness. Additionally, a pinhole was observed on the bending section cover which, caused a loss in water tightness. It was observed that the image guide protector was damaged. It was observed that the plastic distal end cover had a dent. It was lastly observed that the adhesive around the objective lens and light guide lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed as a cleaning brush that remained in the device. It was presumed that water invaded the scope connector by water leakage of the device which led to dirt on the scope connector. It was not possible to determine whether the device was clogged prior to device usage, and a further cause of the suggested phenomena could not be presumed. Olympus will continue to monitor field performance for this device.